Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge and infusion set the next day. The customer had a blood glucose (bg) level of 400 mg/dl with ketones. The customer was hospitalized for the high bg level and diabetic ketoacidosis on (B)(6) 2015. The customer was treated with intravenous insulin and was discharged on (B)(6) 2015. As the customer had changed the supplies prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed with a stable bg level.